Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2015; 419688 lead, implanted: (B)(6) 2010; 500dm29, valve, implanted: (B)(6) 2006; 503da22, valve, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right atrial and right ventricular leads oversensed mirror-image non-physiological noise. Removal and replacement of the leads was scheduled. No patient complications have been reported as a result of this event.